Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced chest pain. Increased threshold measurements were observed on device interrogation. An echocardiogram was performed which revealed a pericardial effusion due to perforation. A revision procedure was performed and this lead was successfully repositioned. No additional adverse patient effects were reported.